Event description:
Customer using accu-chek multiclix kit. Customer reported having difficulty removing drum from lancet device. After removing drum, customer states he feels needles sticking out. Customer states he can't tell if lancets are sticking out by sight, but feels lancets. Location of testing not provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent. Accu-chek multiclix kit: accu-chek multiclix lancet lot# not provided.

Manufacturer narrative:
The suspect product is the lancet device.